Manufacturer narrative:
Device evaluated by MFR.: a carotid device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was returned with the stent fully mounted in the correct location on the device. The investigator deployed the stent without any issue. No damage or issues were noted with the deployed stent. No issues were identified during the product analysis.

Event description:
It was reported that stent deployment failure occurred and the procedure was canceled. The 80% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced for treatment. When the stent entered the lesion, the physician pushed the deployment shaft but the stent could not deploy. The physician speculated that the patient could not endure the prolonged procedure and decided to abort the procedure. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent deployment failure occurred and the procedure was canceled. The 80% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced for treatment. When the stent entered the lesion, the physician pushed the deployment shaft but the stent could not deploy. The physician speculated that the patient could not endure the prolonged procedure and decided to abort the procedure. There were no patient complications reported and the patient status was stable.